Event description:
Spontaneous call from patient to report that one of her premix cassette was no good. Cassette was showing no disposable found. Lot number not available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, if patient retains it. Did we [MFR] replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. No further information is available. Reported to (B)(6) by: patient/caregiver.